Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported the emma "switches off while resuscitation is in progress." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned emma was evaluated. The device powered off when the shaken due to damaged housing and a loose battery terminal that caused the battery to lose contact with the terminal.

Event description:
The customer reported the emma "switches off while resuscitation is in progress." There was no patient impact or consequence reported.